Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was turning off and on without any low battery alert. Customer's blood glucose was 6.5 mmol/l. Troubleshooting was performed on the insulin pump and customer stated it was the second occurrence of off now power without a low battery warning prior to shutting off. Customer was advised the device will need to be replaced and local office will do that. Device is currently not returning for analysis.